Event description:
The patient contacted animas on (B)(6) 2011, alleging that the pump was self-rebooting. It is not known when the alleged issue began; however, the patient claimed the last re-boot was on the morning of (B)(6) 2011. The patient reported she became aware that the pump re-booted when she received a loss of prime warning and noted that the pump was showing it had no insulin; however, there were about 50 units left in cartridge. The patient informed animas customer support that she has had elevated blood glucose readings in the 500 mg/dl range for past week despite frequent set changes. There was no mention of symptoms. The alleged power issue remained unresolved at the time of troubleshooting. This complaint is being reported because, the patient obtained blood glucose readings in the 500 mg/dl range while on insulin pump therapy. Although, it is not known when the alleged power issue began, the pump self-booting may have caused or contributed to elevated blood glucose readings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.